Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower experienced a malfunction in which the main cubie drawer 2.1 failed and could not be recovered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket b1 would not eject or allow anyone to read or write to the chip. A field service engineer was able to eject the two wide pockets and reinsert it elsewhere in the drawer and reattach the road tray cable on drawer module one and drawer module two and verified proper operation of wall pockets. The system functioned as intended after the field service engineer troubleshot the device.